Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, vyaire followed up with the customer if the issue has been resolved. There has been no response received from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
It was reported to vyaire medical that the avea ventilator is autocycling on default settings. Furthermore, there was no information regarding patient involvement associated with the reported event.